Event description:
Healthcare professional reported capsular contracture baker grade iii. Physician later reported "any creases associated with hole" and "hole in radius (edge)." This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : observed crease on the device. Rupture : observed, one opening on the posterior side assessed as fold flaw opening. Additional observation: no penetrating nick ( stress mark )observed. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. This record is for left side. Device has been explanted.